Event description:
Two isolation gowns without elastic on cuff to hold tight to wrist. One of the gowns has elastic on it but not secured and the other gown has no elastic at the left wrist at all.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail to company rep, no response yet.what was the original intended procedure?protect staff from exposure to infectious agents from a patient in an isolation room.device #1is this a laboratory device or laboratory test?no.